Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient was feeling unwell in the afternoon, lost consciousness, and had a seizure. His wife found him after returning from work and called emergency medical services (ems). After the paramedics arrived, he vomited, the bg finger stick was 25 mg/dl and the cgm value was 348 mg/dl. He was transported via ambulance to the hospital where treatments included intravenous dextrose (10% and 50%), diagnostic testing, and blood work. His tandem insulin pump was removed upon admission, and as a result he stated his bg levels remained high (300 mg/dl). He had body aches as a result of the seizure. His condition stabilized, and after 3 days he was discharged home. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the abdomen on (B)(6) 2021.